Manufacturer narrative:
(B)(4). Device available for evaluation? Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary hip procedure, the calcar planer stuck to the broach and pulled the broach out of the patient. Another product was used to finish the procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirms the reported event. The marks on the instrument indicate that the instrument had a tight fit and was forced to mate with the broach. It is identified that the inner diameter of the inner shaft was manufactured undersized and the issue was not identified during inspection. The root cause is attributed to a machining process that was creating a taper over the depth of the hole diameter and the inspection method which could not detect the non-conformance. An additional MDR report was filed for this event, please see associated report: 3002806535-2019-00846. Associated devices: medical product: calcar planar shaft - zimmer, catalog #: 110032332, lot #: not reported. Medical product: calcar planar shaft - zimmer , catalog #: 110032332, lot #: 711160. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a primary hip procedure, the calcar planer stuck to the broach and pulled the broach out of the patient.